Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra coil 400 and another manufacturer's coils. During the procedure, the pusher wire of a penumbra coil 400 became kinked and unintentionally detached in the hub of the microcatheter. The coil was removed and was not used in the procedure. The procedure successfully continued using new coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The exact catalog and lot number for the device could not be determined however, a list of all devices and lot numbers used during the case were provided. The manufacturing records each of the coil lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. No further information is available; therefore the manufacturer is closing its case. Device was disposed of by the hospital.